Event description:
The MFR's rep reported that the pt has not "reached efficacy". The pt has experienced "withdrawal symptoms on and off" since pump replacement approx 3 months algo and catheter replacement 3 weeks ago. Specific symptoms were not reported. A roller study was performed and the rollers moved, as expected. A catheter dye study revealed a hole in the catheter. It is believed that the catheter may have been nicked with a needle during surgery. The pt has a "cocktail" of morphine, fentanyl and marcaine in the pump; concentrations and doses are unk. The catheter has been replaced and the pt is now doing well with good pain control.